Manufacturer narrative:
The instrument articulated as expected during the manual articulation test. The blades opened and closed properly. There was no missing piece observed during visual inspection. The instrument was fully functional. No product issue was identified. Issues related to instrument errors complications using the instrument may be related to problems, including misuse of the product and recognition issues.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors instrument was missing a screw at the front end of the instrument. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: before the machine was put into use, it was found that the screw parts were missing during the inspection. There was no report of fragments falling from the device into the patient's anatomy. No fragments were introduced into the body. This instrument lacks screw parts compared with other similar ones. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retention of foreign material.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. A review of the provided images was performed by an intuitive surgical, inc. (Isi) fae. The following additional information was provided: there doesn¿t appear to be any missing component from either instrument. The two mcs do have visibly different distal idler pulleys, suggesting that the mcs are different versions.